Manufacturer narrative:
On (B)(6) 2025, the patient underwent a sensor insertion procedure for sensor sn (B)(6). Following the procedure, the patient attempted to connect the sensor to the transmitter but received no signal. Multiple attempts were made to establish communication between the sensor and transmitter without success. The hcp performed an ultrasound on (B)(6) 2025 which did not detect the presence of a sensor. At the time of insertion procedure, the hcp reported that the sensor had been successfully inserted, so the patient was unaware that sensor was not in her arm. As a corrective action, the hcp has ordered a new sensor from the distributor and the patient would have to go through another insertion procedure. At the time of reporting this incident, the patient was doing well. No additional information regarding unsuccessful sensor insertion was provided by the hcp. Based on the available information and based on the evaluation of similar incidents , it is possible that the original sensor either fell out of the insertion tool during the procedure or remained inside the sensor holder of the insertion tool without being noticed. As the insertion tool is single-use and was discarded, it was not available for evaluation. Therefore, the actual root cause of this incident could not be determined.

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because they were unable to link the sensor. Ultrasound procedure detected no presence of the sensor. The patient would be inserted with another sensor. The incident did not result in any patient harm other than potentially requiring unintended revision surgery.